Event description:
Customer stated that she was hospitalized for a non-diabetes related issue. Customer was unconscious for three days due to reaction to sulphur pill. The blood glucose reading was 700 mg/dl. Customer was in a rehabilitation facility for one month. The current blood glucose reading is 265 mg/dl. Customer treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.